Event description:
Xray assessment has been completed. Based on the x-rays received, the cause of the high impedance cannot be determined from the images provided. However, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No other relevant information has been received to date.

Event description:
It was reported that patient was seen with high lead impedance. The patient likely had not been interrogated since a battery replacement in march of this year. The physician has responded that there has not been any trauma or manipulation of the site that could have caused the high impedance. Xrays have been taken to evaluate lead integrity and pin insertion and lead integrity is reportedly intact. Physician states that the pin appears to be inserted, but not commented on by radiology. No future surgery date has been set. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.